Manufacturer narrative:
Investigation summary: one photo and one sample with open packaging was received by our quality team for evaluation. From the photo, damage was observed on the hub collar. The sample was subjected to visual inspection and the eclipse hub collar was observed to be dented. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed, and the discharge station was found to contact the eclipse hub collar. The probable root cause could be that there were stray parts at the discharge station which was not effectively cleared off during housekeeping. The stray parts resulted in the subsequent incoming parts reaching the discharge station to be jammed and continuously hit by each other eventually causing damage to the hub collar and then falling into the good part bin. This could be an isolated case due to improper housekeeping. The eclipse assembly production technician will be retrained on the housekeeping checklist with an emphasize to clear off all stray parts at the discharge station to prevent possible jams of parts. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that the bd eclipse¿ needle experienced a broken barrel.the following information was provided by the initial reporter: broken barrel.

Event description:
It was reported that the bd eclipse¿ needle experienced a broken barrel. The following information was provided by the initial reporter: broken barrel

Manufacturer narrative:
H6: investigation summary one photo and one sample in open packaging were received by our quality team for evaluation. From the photo and the sample, a crack line was observed on the barrel. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The eclipse primary packaging was reviewed. There is no machine contact on a large barrel surface which could press on the barrel to create the crack line. There is a small contact with the barrel surface during pick and place of the barrel, however, the pick and place gripper is made of rubber and via the suction motion which is unlikely to generate the crack line. The syringe assembly line was reviewed. Probable root cause could be due to the leak test lowering tooling screw loosening, causing the barrel to be unable to sit properly when the part is transferring to the exercise dial pocket. This eventually led to a jammed part and a cracked barrel. H3 other text : see h10

Manufacturer narrative:
H6: investigation summary: one photo and one sample in open packaging were received by our quality team for evaluation. From the photo and the sample, a crack line was observed on the barrel. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The eclipse primary packaging was reviewed. There is no machine contact on a large barrel surface which could press on the barrel to create the crack line. There is a small contact with the barrel surface during pick and place of the barrel, however, the pick and place gripper is made of rubber and via the suction motion which is unlikely to generate the crack line. The syringe assembly line was reviewed. Probable root cause could be due to the leak test lowering tooling screw loosening, causing the barrel to be unable to sit properly when the part is transferring to the exercise dial pocket. This eventually led to a jammed part and a cracked barrel. Checking the condition of the leak test lower tooling screw, changing, and replacing if required will be added to the yearly assembly preventative maintenance checklist. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd eclipse¿ needle experienced a broken barrel. The following information was provided by the initial reporter: broken barrel.